Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at this time. A call was placed to technical service on (B)(6) 2016 stating that the atr episodes appear to be due to some fartiled oversensing on ra channel along with atrial condution and noise. The physician was (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)